Event description:
It was reported that while using the bd vacutainer® lithium heparin blood collection tubes that the stopper creep out or there was a loose closure. The following information was provided by the initial reporter: follow-up information: 1. Kindly confirm if any patients sample was affected. Yes. So keep asking clients to repeat blood draws. 2. To confirm if any wrong results were reported to doctors? No the lid is loose.

Manufacturer narrative:
E.6 initial reporter e-mail: (B)(6). H.6 investigation summary: material #: 367884, lot/batch #: 2166065, bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for stopper function/loose caps with the incident lot was not observed. The photos show tubes being held upright with the hemogard closure assembly attached. Additionally, ninety (90) retention samples from bd inventory were evaluated by visual examination and the hemogard closure assembly was correctly assembled and placed on the tubes. There were no cocked stoppers identified that would cause the hemogard closure assembly to not be applied correctly. Ten (10) of the retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to stopper function/loose caps as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of stopper function/loose caps. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.